Event description:
It was reported that during a knee procedure using a saber 30 icw wand, the wand was not being recognized by the controller upon connection. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or patient complications reported as a result of this event.